Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 458 mg/dl. Customer advised each time they remove the infusion set from their body blood came out. Customer advised the site was actively bleeding as they were troubleshooting. Customer experienced issues with their site, set and the insulin pump in general. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose levels per healthcare provider's instructions. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.